Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch was submitted as a second event, upon further information it was found that this medwatch 3006260740-2021-05161 is a duplicate event. The event within this report has been submitted on medwatch 3006260740-2021-05633.

Event description:
It was reported "we have had 2 [piccs] kink under the skin requiring replacement." No other information was provided. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we have had 2 [piccs] kink under the skin requiring replacement." No other information was provided. This report addresses the second device.